Manufacturer narrative:
(B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating device is unable to be retrieved, embedded in ivc wall, pain, pinches and grabs when bending. Cook will reopen its investigation if further information is received. Unknown if the reported embedded in ivc wall, pain, pinches and grabs when bending is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques.

Manufacturer narrative:
(B)(4).. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 10/10/2016 as follows: plaintiff allegedly received an implant on (B)(6) 2010 via the femoral vein due to history of pe, pre-below knee amputation. Plaintiff alleges attempted retrieval on (B)(6) 2010. Plaintiff is alleging device is unable to be retrieved, embedded in ivc wall, pain, pinches and grabs when bending.

Manufacturer narrative:
An initial MDR was submitted by william cook (B)(6) under reference # 3002808486-2016-01275. Additional information provided determined this device was manufactured by (B)(4). (B)(4). Evaluation - the product was not returned to assist with the investigation. No information regarding the event was provided. No notes of relevance found in the device work order, nor on the filter lot number. No other complaints have been received relevant to this lot. Impossible to comment on the alleged injuries. Device manufactured/inspected according to specifications. There is no evidence to suggest the device was not manufactured to specifications. No evidence to suggest a device failure. We have notified appropriate personnel and will continue to monitor for similar events.

Event description:
It is alleged that the ¿patient received a cook gunther tulip on (B)(6) 2010 at (B)(6) center in (B)(6).¿ it is alleged that patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Initial MDR was submitted by william cook europe under reference # 3002808486-2016-01275. Additional information provided determined this device was manufactured by (B)(4). (B)(4). Evaluation- the product was not returned to assist with the investigation. No information regarding the event was provided. No notes of relevance found in the device work order, nor on the filter lot number. No other complaints have been received relevant to this lot. Impossible to comment on the alleged injuries. Device manufactured/inspected according to specifications. There is no evidence to suggest the device was not manufactured to specifications. No evidence to suggest a device failure. We have notified appropriate personnel and will continue to monitor for similar events.

Event description:
It is alleged that the ¿patient received a cook gunther tulip on (B)(6) 2010 at (B)(6).¿ it is alleged that patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.